Event description:
It was reported that balloon rupture occurred. The target lesion was located in a shunt. A 4.0mmx60mmx80cm sterling balloon catheter was advanced for dilatation. However, during the initial inflation at 6 atmospheres, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported.